Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two devices were ejecting clips and had clips falling out of the jaws. It was not known, on either device, the firing on which this began to occur. A cholangiogram was being used and the devices were not part of a kit. A third device was used to complete the procedure. No patient consequences were reported.